Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up #1 (4/11/2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was experiencing a "communication issue". The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the patient that at an unspecified time on (B)(6) 2012, he developed symptoms of "flashing vision", tested and obtained two readings of "62 and 64mg/dl". Shortly after, he claimed to have self treated with "two glucose tablets, pastry, and milk" in response to the symptoms and "felt better afterwards". Later on that evening, at 10:00pm, the patient discovered that the subject meter "was not sending some of the test results to the medtronic device (insulin pump)". The patient stated that he manages his diabetes with the insulin pump and denied making changes to his usual diabetes management routine in response to the reported issue. The patient confirmed with the mss that the symptoms developed and treatment received was due to the low blood glucose that he was experiencing at that time and not due to the reported issue. The cca noted that the alleged issue remains unresolved with troubleshooting. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient was already symptomatic prior to the start of the reported issue and the patient confirmed that the symptoms developed and treatment received was due to low blood glucose levels and not due to the alleged issue. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.